Manufacturer narrative:
H.6. Investigation summary a device history review was conducted for lot number 9050890. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although photos were submitted for evaluation, they did not display the failure mode clearly enough to identify the root cause. Visual analysis of the provided photographs indicate that the root cause may be the result of the a large external force being applied to the device during use. Functional testing of the available retention samples found all of the devices to resist pull force within specified limits of product specifications. Unfortunately, without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h.10.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system tubing was damaged. This was discovered during use. The following information was provided by the initial reporter: the product in this complaint was intima-ii plus, the patient was admitted to the neurosurgery department due to cerebral hemorrhage on (B)(6), patient was conscious, he was given the indwelling needle at afternoon on may 1st according to the doctor's advice, and the normal infusion was completed. At 22:13, the nurse found that the ext.tubing was damaged, blood flowed out. So the needle was immediately extubated. The head nurse thought it was the product quality problem. The sales rep couldn't get the sample because the customer was on holiday. After the samples received, high-definition photos would be supplied. The continuous problems of hospital would affect the volume of procurement and the brand selection of hospital.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system tubing was damaged. This was discovered during use. The following information was provided by the initial reporter: the product in this complaint was intima-ii plus, the patient was admitted to the neurosurgery department due to cerebral hemorrhage on april 29th, patient was conscious, he was given the indwelling needle at afternoon on may 1st according to the doctor's advice, and the normal infusion was completed. At 22:13, the nurse found that the ext. Tubing was damaged, blood flowed out. So the needle was immediately extubated. The head nurse thought it was the product quality problem. The sales rep couldn't get the sample because the customer was on holiday. After the samples received, high-definition photos would be supplied. The continuous problems of hospital would affect the volume of procurement and the brand selection of hospital.